Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The device is currently in transit to the manufacturing site for investigation.